Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 27mm navitor valve was selected for implant. No issues were reported during loading or deploying; the position of the valve on fluoroscopy just before deploying was correct. Upon released, control imaging revealed that the valve was placed too high. A second 27mm navitor valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of "upon released, control imaging revealed that the valve was placed too high" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.